Event description:
Lobectomy. Ralc30 dlu had an incomplete firing. Upon opening the dlu, none of the staples were fully deployed and were not formed. Another ralc30 dlu and pes100 was used to complete the case.

Manufacturer narrative:
See scanned pages.